Event description:
Medical records received for the patient stating that while at the hospital the patient received courses of epinephrine and dopamine. Additionally, as lithium was interpreted as the only contributing medication, the patient was weaned off lithium, at which time their condition began to stabilize.

Event description:
It was reported that the patient was admitted into the hospital in a state of incapacity, experiencing delirium and suicidal thoughts. During monitoring, it was discovered that she has low blood pressure and bradycardia. As a result, she was admitted to the psychiatric unit. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received noting that the patient being in a state of incapacity, experiencing delirium and suicidal thoughts is related to external factors and not the vns. The increase in suicidal thought was back to pre-vns baseline levels. The bradycardia was assessed as being related to vns stimulation and the patient was only experiencing low blood pressure (hypotension) which was assessed to be related to vns stimulation.